Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (s/n (B)(4)) was used to resuscitate a hypothermic cardiac patient. The user reported that the platform performed compressions continuously for about 4 hours with no issues. Meanwhile, the battery was exchanged every 30 minutes to continue the compressions. After about 4 hours, the platform stopped compressions and displayed an unknown error message. It was noted that the lifeband (lot # unknown) had frayed away from the lifeband clips. Subsequently, the user powered off the autopulse and replaced the lifeband. However, the autopulse failed to power back on. Manual CPR was initiated immediately and continued for the rest of the code. Meanwhile, the autopulse was inspected, and it was noticed that there was blood dripping from the interior of the platform. The patient had multiple chest tubes in place, including one anterior for warming insertion and one lateral for drainage on each side. It was reported that the tubes had been dislodged, causing contaminated blood to enter the autopulse platform. The reason for the dislodgement of the tubes is unknown. No consequences or impact to the patient. Please see the following related MFR report: MFR # 3010617000-2021-00289 for the lifeband (lot # unknown).

Manufacturer narrative:
B5 : (describe event or problem) was updated with received additional information. The reported complaint of "the autopulse platform (s/n (B)(6)) failed to power back on" was confirmed during functional testing. The root cause of the reported complaint was due to massive fluid and/or blood ingress found inside the autopulse platform. Zoll service team was unable to verify the reported complaint of "the autopulse platform stopped compressions and displayed an unknown error message", as the autopulse platform was unable to power on because of excessive fluid damage. User mishandling/neglect cannot be ruled out as no documented report was found showing that regular preventative maintenance (pm) was performed since the device was acquired by the customer. The lifeband used at the time of the event was not returned to zoll for evaluation. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. After removing the front and the bottom covers of the platform, massive fluid and/or blood ingress was observed inside the device. Zoll service team was unable to download archive data and was unable to perform functional testing, as the autopulse could not power on due to short circuits and severe damages to the internal components, caused by the massive fluid ingress. During the decontamination process performed by the user, the internal circuit boards and housing of the autopulse platform were severely damaged; therefore, the device was deemed completely unrepairable. Upon agreement with the customer, the autopulse platform will be scrapped by zoll. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).

Event description:
The autopulse platform (s/n (B)(6)) was used to resuscitate a hypothermic cardiac patient. The user reported that the platform performed compressions continuously for about 4 hours with no issues. Meanwhile, the battery was exchanged every 30 minutes to continue the compressions. After about 4 hours, the platform stopped compressions and displayed an unknown error message. It was noted that the lifeband (lot # unknown) had frayed away from the lifeband clips. Subsequently, the user powered off the autopulse and replaced the lifeband. However, the autopulse failed to power back on. Manual CPR was initiated immediately and continued for the rest of the code. Meanwhile, the autopulse was inspected, and it was noticed that there was blood dripping from the interior of the platform. The patient had multiple chest tubes in place, including one anterior for warming insertion and one lateral for drainage on each side. It was reported that the tubes had been dislodged, causing contaminated blood to enter the autopulse platform. The reason for the dislodgement of the tubes is unknown. No consequences or impact to the patient. Later, the autopulse platform was cleaned with sterile water and enzymatic detergent. Then, the platform was wiped down with lint free cloths.